Event description:
Hosp staff reports that ht50 ventilator was operating on battery on a pt as she was visiting with family members. Family reported to staff that vent shut down with little warning. Vent was then plugged in and worked ok. No pt consequences occurred. Details from staff are inconclusive. Staff charged vent and said it worked ok. Some staff said vent may not have been charged for several days. Pt was outside hosp for several hours over the weekend on battery power without incident. Please note that there was no death or severe injury involved in the incident.